Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 6mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 4 atmospheres. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 6mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 4 atmospheres. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was tightly wrapped and had not been subjected to positive pressure. Microscopic examination of the balloon found no tears or holes. A visual and tactile examination of the hypotube found no issues. A visual and microscopic and tactile examination identified that the distal extrusion was severely stretched. As a result, it was not possible to insert a guidewire. The outer was severely stretched down onto the inner wire lumen. As a result, not possible to inflate balloon. A visual and microscopic examination found no issue with the marker bands.